Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2018 due to an infection with a skin defect. There are plans to reimplant the patient with a new device however this has not occurred as of the date of this report.